Manufacturer narrative:
Carefusion certified service technician was unable to duplicate the customer's reported issue. The ventilator passed 72 hour extended testing. The ventilator passed all testing and met all carefusion manufacturer specifications.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4) - at this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported model palmtop ventilator revel stopped working while connected to a patient. The reported event took place during middle of patient transport. At this time, no further detail has been provided regarding the patient's condition.